Event description:
It was reported the saw began leaking a lubricant substance during a surgical procedure. The substance did not come into contact with the surgical site, so there was no additional treatment required. There have been no reported adverse consequences, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.